Event description:
The user received discrepant thyroid results between the elecsys e170 and both the siemens centaur and the abbott architect. No units of measure were provided. A patient who is being monitored using the e170 had results which indicated a hyperthyroid condition. The ft4 was 31.24 and the tsh was 0.23. The doctor also sent the patient to another laboratory which was using the siemens centaur and the results indicated a euthyroid condition. The ft4 was 14.9 and the tsh was 1.4. The laboratory sent the same sample to another lab which uses the elecsys e170 and similar hyperthyroid results. The ft4 was 32 and tsh was 0.17. The sample was also sent to an abbott architect customer who also recovered euthyroid results. The ft4 was 15 and the tsh was 1.4. No information was provided to determine if the erroneous results were reported or if the patient was adversely affected. If additional information is received, appropriate notification will be provided.